Manufacturer narrative:
(B)(6). G1: device manufacturer address 1: northern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over-infused medication during patient infusion. A 105ml bag was prepared with 500mg monoferric and scheduled to be given in 60 minutes. The infusion was programmed with the pump library; the infusion took place in 30 minutes instead of 60 minutes as in the library. The pump indicates 51.1 ml vap remained, however, the medication was finished so the nurse added a sodium chloride 0.9% bag as a result. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was run at different rates and volume, and all passed with no issues noted. An external visual inspection was performed, and no problems were found. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.